Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed an allergic reaction to protamine during surgery and had a transfusion reaction to packed red blood cells (prbcs) so further blood products were not given. It was reported that the patient developed anemia and bleeding with positive stool for occult blood on (B)(6) 2021. The patient was treated with blood products. The patient had a esophagogastroduodenoscopy (egd) on (B)(6) 2021 which demonstrated an antral ulcer, the most likely source of recent bleed. This was treated with argon plasma coagulation. Anticoagulation was resumed (B)(6) 2021. The event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.